Manufacturer narrative:
The failure to inflate the cuff happened during intubation, which means the ett would need to be replaced. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The incident would require an intervention; a deflated cuff could cause loss of delivered volume. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on this information this is a reportable event.

Event description:
According to a report from the hospital, the cuff did not inflate during use, even though there were no abnormalities during the cuff check. Upon checking the returned item, we confirmed that the cuff was glued to the tube and that the cuff was unevenly inflated.

Event description:
According to a report from the hospital, the cuff did not inflate during use, even though there were no abnormalities during the cuff check. Upon checking the returned item, we confirmed that the cuff was glued to the tube and that the cuff was unevenly inflated.

Manufacturer narrative:
Complaint history for this part number was reviewed for the last 24 months. No similar complaints have been reported and this issue does not appear to be trending, but will continue to be monitored. Well lead is performing the formal investigation of this complaint and handling all customer follow up correspondence. Please see the attached investigation report. Ra: this is an isolated incident and does not require the CAPA process, but will continue to be monitored. This failure mode is not identified on the risk analysis file and needs to be added. (B)(4) from regulatory was notified on 7/15/2021.